Event description:
It was reported that the red color dominates the display. It was further reported that images appear to be faded with red color.

Manufacturer narrative:
When the unit was evaluated on (B)(6) 2011, it was discovered that the unit was experiencing e-2 errors, not previously reported by customer/company rep. The observation of an e-2 failure mode changed our decision to file based on new info received during investigation. The reported failure mode was confirmed. The product was subjected to a shake test to locate loose components, none were found. Initial power sequence included: powering up; confirming display activity; loading correct software; standby mode check; bulb ignition; error code check; repeating sequence several times. The e-2 error was repeatedly displayed. Functionality testing could not be performed due to error condition but run/standby repeatedly failed. Measurements could not be taken due to error condition. Additionally, the error log file recorded 16 previous on-state errors. The e-2 error indicates that the chromaticity values are out of specifications. As well, the green led circuit was defective with no color output. The unit will be sent to service for repair and returned to the customer per in-house procedures. In sum, the reported failure was confirmed during the unit eval. The failure mode will be monitored for future reoccurrence.